Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, at the first firing with the device, after pushing the firing button on the handle, it stopped with no reason. The scrub nurse changed the cartridge to a new one, but the handle did not recognize the reload. After disassembling the reload, the status symbol still turned on. The nurse then disassembled all parts of the instrument and assembled again but this time there was a blue light turned on the status symbol. The status of the reload and adapter indicator were flashing. A new handle and reload were used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The eeprom was uploaded and indicated 34 autoclave cycles for the adapter. Photographic inspection of the two returned videos showed the same phantom reload light sequence that pmv was able to replicate. Visual and functional evaluation noted that the lock out slider block was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.